Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was post sensed t wave oversensing on the ventricular lead resulted in inappropriate atp and hv therapy. The oversensing was noted on a stored egm. The device was reprogrammed. No further information is available.